Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: the sensor was inserted into the arm, which is off label of the device on (B)(6) 2024. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range, per device specifications.